Event description:
The customer reported a charge button failure during opcheck. There was no report of pt involvement. The mode during use was operational testing.

Manufacturer narrative:
(B)(4). The customer reported a charge button failure during opcheck. There was no report of pt involvement. The mode during use was operational testing. The device was evaluated at philips and the issue was verified. The processor pca was found to be defective. Replacing the processor pca resolved the reported issue. The device passed testing and was returned to the customer.